Event description:
It was reported that 44 months post-op the left side of the construct was removed. The patient is feeling much better now.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The stent delivery system was not returned. The lot number was provided. A follow up report will be submittted with all relevant information.

Event description:
It was reported via a study that on (B)(6) 2010, the patient underwent stenting in the right common carotid artery with one xact stent and in the right internal carotid artery with one xact stent. After the emboshield nav6 was removed from the patient, the patient became confused and minimally responsive. The patient had developed a stroke that was treated with 2 non-abbott stents, thrombolytic treatment, vasopressors, and embolectomy. Although repeat angiography found the two xact stents to patent, there was no flow beyond the distal edge of the right internal carotid artery xact stent. It is unclear whether this was a dissection or a thrombus. This was felt to be unrelated to the xact stents or the emboshield nav6, but was a related complication of the carotid procedure. The patient subsequently expired on (B)(6) 2010. There was no additional information was provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received providing the treatment for the abrupt closure distal to the right internal carotid xact stent. The patient was given tissue plasminogen activator, nitroglycerin, and nicardipine, the area was angioplastied with non-abbott balloons, the area was aspirated for possible thrombus, and two non-abbott stents were implanted. None of these treatments improved the flow, and no further intervention was warranted. At the time of the abrupt closure, the patient was intubated and sedated for better patient and airway control.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number is provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), occlusion and death are known adverse events listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.